Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. There was no patient injury or harm. The device is considered as in use when the issue was found.